Event description:
It was reported that the atrial lead exhibited undersensing and loss of capture. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.